Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure (batch no. A20054) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included uterine bleeding, nabothian cyst and endometriosis. Concurrent conditions included menstrual cramp. Concomitant products included ibuprofen for pain. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/cramps"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("vision/eye problems type") and arthralgia ("hip pain") and was found to have weight increased ("weight gain / loss specify: weight gain"). In (B)(6) 2013, the patient experienced migraine ("migraines / headaches"), tooth fracture ("dental problems/my teeth was chipping") and headache ("I had headaches frequently"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In 2014, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2016, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced genital haemorrhage ("general abnormalbleeding/abnormal bleeding (general)"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), left ovarian biopsy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain had not resolved, the genital haemorrhage, menorrhagia and vaginal haemorrhage was resolving, the abdominal pain, metrorrhagia, cystitis, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, migraine, nausea, tooth fracture, fatigue, alopecia, vaginal discharge, vision blurred, weight increased, arthralgia and headache outcome was unknown and the dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal pain, alopecia, arthralgia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, tooth fracture, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: received treatment for pain. Previously reported insertion date was (B)(6) 2011. Discrepancy in removal date: (B)(6) 2012 as per pfs table. The essure hysteroscopic implants were then placed bilaterally with 7 trailing coils on the right and 4 trailing coils on the left. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: pfs received. Event of vision problems updated to blurred vision. Event clubbed and pt term updated: dental problems/my teeth was chipping. Event outcome updated for: dysmenorrhea (cramping)/cramps, menorrhagia¸ pelvic pain/chronic and dyspareunia (painful sexual intercourse). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure (batch no. A20054) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included uterine bleeding, nabothian cyst and endometriosis. Concurrent conditions included menstrual cramp. Concomitant products included ibuprofen for pain. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("vision/eye problems type") and arthralgia ("hip pain") and was found to have weight increased ("weight gain / loss specify: weight gain"). In (B)(6) 2013, the patient experienced migraine ("migraines / headaches"), tooth fracture ("dental problems/my teeth was chipping") and headache ("I had headaches frequently"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In 2014, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In december 2016, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding/abnormal bleeding (general)"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and dysmenorrhoea ("dysmenorrhea (cramping)/cramps"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), left ovarian biopsy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia and vaginal haemorrhage was resolving, the abdominal pain, metrorrhagia, cystitis, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, migraine, nausea, tooth fracture, fatigue, alopecia, vaginal discharge, vision blurred, weight increased, arthralgia and headache outcome was unknown and the dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal pain, alopecia, arthralgia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, tooth fracture, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: received treatment for pain. Previously reported insertion date was (B)(6) 2011. Discrepancy in removal date: (B)(6) 2012 as per pfs table. The essure hysteroscopic implants were then placed bilaterally with 7 trailing coils on the right and 4 trailing coils on the left. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: pfs received- outcome of pelvic pain updated to recovering / resolving. New reporter were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure (batch no. A20054) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included uterine bleeding, nabothian cyst and endometriosis. Concurrent conditions included menstrual cramp. Concomitant products included ibuprofen for pain. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("vision/eye problems type") and arthralgia ("hip pain") and was found to have weight increased ("weight gain / loss specify: weight gain"). In (B)(6) 2013, the patient experienced migraine ("migraines / headaches"), tooth fracture ("dental problems/my teeth was chipping") and headache ("I had headaches frequently"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In 2014, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2016, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding/abnormal bleeding (general)"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)/cramps") and visual impairment ("had to wear glasses"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), left ovarian biopsy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, dysmenorrhoea and dyspareunia had resolved and the abdominal pain, metrorrhagia, cystitis, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, migraine, nausea, tooth fracture, fatigue, alopecia, vaginal discharge, vision blurred, weight increased, arthralgia, headache and visual impairment outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, tooth fracture, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: received treatment for pain. Previously reported insertion date was (B)(6) 2011. Discrepancy in removal date: (B)(6) 2012 as per pfs table the essure hysteroscopic implants were then placed bilaterally with 7 trailing coils on the right and 4 trailing coils on the left. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: pfs received. Event outcome were updated:pelvic pain/chronic, bleeding as recovered. New event added:had to wear glasses. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure (batch no. A20054) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included uterine bleeding, nabothian cyst and endometriosis. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/cramps"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and arthralgia ("hip pain") and was found to have weight increased ("weight gain / loss specify: weight gain"). In 2014, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type") and fatigue ("fatigue"). In 2015, the patient experienced alopecia ("hair loss"), visual impairment ("vision/eye problems type") and eye disorder ("vision/eye problems type"). On an unknown date, the patient experienced genital haemorrhage ("general abnormalbleeding/abnormal bleeding (general)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)"), metrorrhagia ("metorhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), tooth disorder ("dental problems") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), left ovarian biopsy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, metrorrhagia, cystitis, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, migraine, nausea, tooth disorder, dyspareunia, fatigue, alopecia, vaginal discharge, visual impairment, eye disorder, weight increased and arthralgia outcome was unknown and the genital haemorrhage, vaginal haemorrhage and dysmenorrhoea was resolving. The reporter considered abdominal pain, alopecia, arthralgia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, eye disorder, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: received treatment for pain. Previously reported insertion date was (B)(6) 2011. Discrepancy in removal date: (B)(6) 2012 as per pfs table the essure hysteroscopic implants were then placed bilaterally with 7 trailing coils on the right and 4 trailing coils on the left. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-jan-2020: quality safety evaluation of product technical complaint. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') and genital haemorrhage ('general abnormal bleeding/abnormal bleeding (general)') in an adult female patient who had essure (batch no. A20054) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included uterine bleeding, nabothian cyst and endometriosis. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/cramps"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and arthralgia ("hip pain") and was found to have weight increased ("weight gain / loss specify: weight gain"). In 2014, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type") and fatigue ("fatigue"). In 2015, the patient experienced alopecia ("hair loss"), visual impairment ("vision/eye problems type") and eye disorder ("vision/eye problems type"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)"), metrorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), tooth disorder ("dental problems") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), left ovarian biopsy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, metrorrhagia, cystitis, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, migraine, nausea, tooth disorder, dyspareunia, fatigue, alopecia, vaginal discharge, visual impairment, eye disorder, weight increased and arthralgia outcome was unknown and the genital haemorrhage, vaginal haemorrhage and dysmenorrhoea was resolving. The reporter considered abdominal pain, alopecia, arthralgia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, eye disorder, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: received treatment for pain. Previously reported insertion date was (B)(6) 2011. Discrepancy in removal date: (B)(6) 2012 as per pfs table the essure hysteroscopic implants were then placed bilaterally with 7 trailing coils on the right and 4 trailing coils on the left. Most recent follow-up information incorporated above includes: on 5-dec-2019: pfs received. Events per pfs: vaginal hemorrhage, cystitis, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, migraine headache, nausea, tooth disorder, dysmenorrhea, dyspareunia, fatigue, hair loss, vaginal discharge, vision/eye problems type, weight gain, pain in hip, plaintiff did not undergo essure confirmation test were added. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.